Event description:
Caller reported an incorrect time setting on their device. Blood glucose levels did not exceed alarming levels, as they remained within a safe range with no adverse effects. Technical support assisted the caller in updating the device time and advised monitoring for any future discrepancies, which the caller acknowledged.